Event description:
It was reported that during patient treatment, the ventilator generated alarms for low o2 concentration. The patient desaturated from 96% down to 81%. Final patient outcome was no injury. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No service on the ventilator has been requested by the user facility. The ventilator was checked by the biomed department. No issues were found and it passed the pre-use check. Provided ventilator logs were reviewed. The ventilation period started on the reported event date (B)(6) 2020. Shortly after, alarms for low o2 concentration were generated for a short period of five minutes. This period corresponds to the time when the patient desaturated. These alarms are generated when the o2 concentration becomes lower than the lower alarm limit which is set value -5 vol%. The technical log does not contain any technical error codes that would indicate any ventilator malfunction at the time of the event. The trend log shows that during the short period of low o2 concentration, there is no significant change in delivered volume to the patient. According to the test log, the ventilator passed pre-use check prior and after the event date. On (B)(6) 2020, the user facility let an outside company evaluate the o2 wall gas outlets. The flow and pressure of all the outlets at the bedside were appropriate and no issues with the outlets could be found. The root cause of the reported alarms has not been determined. However, due to that the delivered volume to the patient is correct, a short intermittent failure resulting in a delivery of lower o2 concentration than 100% from the o2 wall gas outlet is still the most likely scenario. H3 other text: 4117.